Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose level was 50 mg/dl. Customer consumed carbohydrates to address bg. During troubleshooting it was discovered that the pump was functioning as intended and customer heard an audible sound.